Event description:
It was reported that; solis cage broke down during surgery.

Manufacturer narrative:
Method: device not returned; results: the manufacturing records could not be reviewed because the lot # is unknown. The instructions for use for the solis cage indicate that the cage should not be impacted because impaction may lead to breakage of the cage. Conclusion: the plausible root cause of the reported event is a misuse - impaction force during cage insertion.

Event description:
It was reported that; solis cage broke down during surgery.